Event description:
It was reported the filament of the Abbott Diabetes Care (ADC) Device remained in the customer's skin. The customer did not experience symptom but self-managed to remove the sensor top themselves. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.